Manufacturer narrative:
The initial report was faulty coded as a 5-day report. That was not correct, it shoud be a 30-day report.

Event description:
Child (B)(6) in home ventilation treatment with vivo 40 during the night, in psv mode, pediatric user, ipap:14 cm 1-120, epap: 6 cm h20, fr:20 breath/min, inspiratory time min: 0,8 s, inspiratory time max: 1,2 s, target volume 0,2 1, ipap max: 1 7 cm h20 and inspiratory trigger: 2. The patient passed away between 3:00 and 6:00 am. The death was discovered by the mother of the patient declaring that "the patient tube was disconnected from the mask and the device did not emit any alarm sound, the device continued to ventilate". Original description nina_de unos 1o años de edad y tratamiento de ventilación ilación domiciliaria con vivo 40 por las noches, a modo psv, pediatrico, ipap: 14 cm h20, epap: 6 cm h20, fr: 20 y min, tiempo inspiratorio mfnimo: 0, 8 s, tiem po inspiratorio maxima: 1,2 s, volumen de garantía 0,2 1, presi6n inspiratorio maxima: 17 cm h20 y disparador inspiratorio: 2 fa llece entre las 3 y las 6 de la manana. ¡el falso descubrimiento del lecimiento descubrió por la madre de la menor de lo que "el habba del tubo había dicho que la mascarilla era de!

Event description:
Child around (B)(6) years old in home ventilation treatment with vivo 40 during the night, in psv mode, pediatric user, ipap:14 cm 1-120, epap: 6 cm h20, fr:20 breath/min, inspiratory time min: 0,8 s, inspiratory time max: 1,2 s, target volume 0,2 1, ipap max: 1 7 cm h20 and inspiratory trigger: 2. The patient passed away between 3:00 and 6:00 am. The death was discovered by the mother of the patient declaring that "the patient tube was disconnected from the mask and the device did not emit any alarm sound, the device continued to ventilate." Original description: nina_de unos (B)(6) años de edad y tratamiento de ventilación ilación domiciliaria con vivo 40 por las noches, a modo psv, pediatrico, ipap: 14 cm h20, epap: 6 cm h20, fr: 20 y min, tiempo inspiratorio mfnimo: 0, 8 s, tiem po inspiratorio maxima: 1,2 s, volumen de garantía 0,2 1, presion inspiratorio maxima: 17 cm h20 y disparador inspiratorio: 2 fallece entre las 3 y las 6 de la manana. ¡el falso descubrimiento del lecimiento descubrió por la madre de la menor de lo que "el habba del tubo había dicho que la mascarilla era de!